Event description:
Drug/diluent: meropenem 120mg/120ml + sodium chloride 0.9%. Fill volume: na; flow rate: na; procedure: na; cathplace: na. Fresenius (B)(4) reported pump had a tear in the outer membrane. No pt contact. No adverse event.

Manufacturer narrative:
Method: a visual examination was performed. Photographic images were taken of the sample. The pvc bag (dust cover) was examined for the tear. A process review was also done to insure that there is nothing in the process that could contribute to the failure. A review of the DHR was also performed. Results: the sample was rec'd full with the pinch clamp closed, no components were missing. There seems to be no evidence of any incision or any surface disturbance on the inner bladder which could indicate the beginning of the tear. The area of the tear could have been a naturally weakened area (material defect) that when the bladder was filled, the stretching force was not sustained by the material in the area. The production lot met all mfg and quality specifications. Conclusions: the customer complaint was confirmed. The failure mode is bag split which carries a low severity and low occurrence. I-flow's additional comment: the complaint was reported to I-flow on (B)(4) 2013. At that time, "a tear in the outer membrane" was reported. It was also reported the incident occurred prior to compounding. Therefore, it was unk when the incident was reported that the pvc bag was broken.